Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated at service center. The defects reported by the customer have been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Per input check report, the device was not functioning, the cable's insulation resistance is out of range, the values of the keypad are out of range, the motor is corroded and doesn't run. The cable, motor and hand control set were replaced to correct the issues. The possible root cause could be the fluid ingress into the motor compartment which corroded the motor and damaged keypad. A review of lot/batch history for each legacy fms product complaint received by mitek complaint handle unit (chu) is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that before an unspecified surgical procedure, it was observed that the micro tornado handpiece device would go in to another mode when pushing on the start button on the handpiece device. According to the report, the device would go to fwd mode when osc was selected then press start. It was reported that the electronic board hp keypad + seals need to be checked and replaced at the minimum. It was reported that when introducing the shaver in the patient (when the shaver is already connected to the fms pump), it did not work but only a loud beep could be heard when pressing the buttons. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.